Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer reverted to an alternate method of insulin therapy or it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was xxx mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.